Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the root cause of the reported event is attributed to the drying elements. The drying elements overheated resulting in the reported event. The washer was installed in 2013 and is under steris service agreement for maintenance activities. The last maintenance was performed on december 12, 2019. No issues with the function or operation of the washer were identified at this time. The unit was operating according to specification. The technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that a burning smell and smoke were coming from their reliance vision single chamber washer. No report of injury.